Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vaginal colpopexy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the dart detached from the suture and was noticed when pulling the capio device out of the patient. The physician palpated the patient's ligament and pelvis to find the dart but could not locate it. The dart was then left in the patient's sacrospinous ligament. The procedure was completed with the same capio slim device and with another capio prolene suture. Reportedly, the patient had a successful surgery and is doing well.